Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation (orif) surgery for a left femoral trochanteric fracture by using the trochanteric fixation nail advanced (tfna) system. After the surgery the nail had been broken at the hole part of tfna screw. On (B)(6) 2020 a revision operation was performed in which the nail was removed and a locking plate was implanted. This may have been caused by the reduction at the time of initial fixation, the patient¿s excessive exercise, or a fall. Concomitant devices: unknown locking screw (part# unknown, lot# unknown, quantity unknown). Unknown helical blade (part# unknown, lot# unknown, quantity 1). Unknown end cap (part# unknown, lot# unknown, quantity 1). This report is for one (1) 12 mm/130 deg ti cann tfna 360 mm/left-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument manufacturing date: jan 13, 2015, expiration date: dec 01, 2024, part number: 04.037.257s, 12mm/130 deg ti cann tfna 360mm/left- sterile, lot number: 9804350 (7865084) (sterile), lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns063061 rev a met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev a met all inspection acceptance criteria. Packaging label logs lppf, lmd/lpf rev aa were reviewed and determined to be conforming. Scn 10916 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: 7722147, lot quantity: 1,000. One piece was scrapped in cell at op #50, final inspection, for an unacceptable surface finish. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria apart from the one piece noted. Material certificate and certificate of conformance and quality history card received from smalley dated 08-oct-2014 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna, bp55 lot number: 9179162, lot quantity: 95. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: 7766627, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: 7665379, lot quantity: 694 lbs. Certified test report supplied by perryman company dated mar 14, 2014 and certificate of test supplied to perryman by howmet castings dated aug 27, 2013 were reviewed and determined to be conforming. Lot summary report dated apr 15, 2014 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review. Jun 02, 2020: DHR reviewed . This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.